Event description:
Event verbatim [preferred term] two heat wraps of a 6ct pack have damaged heat cells where the content leaked [device leakage]. Case narrative:this is a spontaneous report from a non-contactable consumer or other non healthcare professional received via citi investigation results. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), device lot number m32788, expiration date aug2018, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported two heat wraps of a 6ct pack have damaged heat cells where the content leaked on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Product investigation results were as follows: conclusion: the most probable root cause of this event is in the equipment category, mechanical failure. A brine pump most probably went out of timing by slipping on the drive gear. This causes the pump cycle to start early or finish late, allowing brine to be distributed onto the bottom sheet. This prevented the top and bottom sheets from sealing and created the defect. Batch m32788 remains in released status. No follow-up attempts are possible. No further information is expected. Follow-up (16dec2019): this follow-up report is being submitted as a final reportable MDR., comment: the event "6ct pack have damaged heat cells where the content leaked" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. The most probable root cause of this event is in the equipment category, mechanical failure. Batch m32788 remains in released status.

Manufacturer narrative:
Conclusion: the most probable root cause of this event is in the equipment category, mechanical failure. A brine pump most probably went out of timing by slipping on the drive gear. This causes the pump cycle to start early or finish late, allowing brine to be distributed onto the bottom sheet. This prevented the top and bottom sheets from sealing and created the defect. Batch m32788 remains in released status.

Manufacturer narrative:
Conclusion: the most probable root cause of this event is in the equipment category, mechanical failure. A brine pump most probably went out of timing by slipping on the drive gear. This causes the pump cycle to start early or finish late, allowing brine to be distributed onto the bottom sheet. This prevented the top and bottom sheets from sealing and created the defect. Batch m32788 remains in released status.

Event description:
Event verbatim [preferred term] two heat wraps of a 6ct pack have damaged heat cells where the content leaked [device leakage] , . Case narrative: this is a spontaneous report from a non-contactable consumer or other non healthcare professional received via citi investigation results. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), device lot number m32788, expiration date aug2018, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported two heat wraps of a 6ct pack have damaged heat cells where the content leaked on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Product investigation results were as follows: conclusion: the most probable root cause of this event is in the equipment category, mechanical failure. A brine pump most probably went out of timing by slipping on the drive gear. This causes the pump cycle to start early or finish late, allowing brine to be distributed onto the bottom sheet. This prevented the top and bottom sheets from sealing and created the defect. Batch m32788 remains in released status. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment the event "6ct pack have damaged heat cells where the content leaked" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "6ct pack have damaged heat cells where the content leaked" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.